Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed accuracy (+8.15%). No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing, but the pump was in good condition. Functional testing involved three separate accuracy tests and found the pump to be underdelivering to manufacturing specification. The investigation determined that the expulsor was out of specification and was the cause of the reported issue. The expulsor was replaced. No causes or potential causes of the customer's reported problem were found during the review of the manufacturing DHR. No causes or potential causes of the customer's reported problem were found during the review of service and repair records